Event description:
The following was reported to gore: on (B)(6) 2026, the patient underwent endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis devices. When the contralateral leg endoprosthesis was implanted in the contralateral side, it was unintentionally deployed approximately 7 mm proximal to the flow divider of the ipsilateral trunk leg endoprosthesis. It was reported that the position of the contralateral leg endoprosthesis was aligned in the ap view; however, when the c-arm was rotated to a caudal angle, the position slightly shifted, resulting in deployment about 7 mm above the long marker. Subsequently, an aortic extender endoprosthesis was implanted, which pushed and deformed the proximal portion of the contralateral leg endoprosthesis, causing decreased blood flow on the contralateral side. Re-crossing the wire was difficult, so considering the prognosis, a femoral-to-femoral bypass was performed. The procedure was completed, and the patient tolerated it.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. This complaint was initiated based on information received from the field. The information reported in the complaint does not reasonably suggest a potential malfunction or product packaging and/or labeling issue has occurred. Neither images enabling direct assessment of product performance nor the product itself were returned for evaluation. The reported information indicates the deployed location of the aortic extender interfered with the previously deployed contralateral leg endoprosthesis which had been deployed in a location 7mm more proximal than intended. The interference, due to the location of the contralateral leg endoprosthesis, restricted flow through the contralateral leg endoprosthesis. There is no allegation against the performance of the aortic extender device, and the cause for the interference between the aortic extender and the contralateral leg may be attributed to the procedure. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.